Event description:
The customer called to report a blank display. The custome also reported that she was hospitalized with blood glucose levels greater than 600 mg/dl, chest pain and vomiting. The customer stated that she may have had a heart attack as well. Troubleshooting was performed, and the blank display issue was resolved. The customer declined further troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.